Event description:
It was reported that upon start-up of the fiber during a photoselective vaporization of the prostate (pvp) procedure, green light was observed to be coming out of the fiber, at approximately 50 cm from the fiber connector. It was noted that there was no shock or twisting of the fiber, and the fiber tip was not cleaned during the procedure. The fiber was not used and a second fiber was utilized to complete the procedure without consequences to the patient.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported fiber break was confirmed as helium-neon functional testing identified a break in the fiber body between the control knob and the fiber tip. It is probable that the fiber break occurred due to excessive manipulation or bending of the fiber as it was advancing in the scope. The interaction between the user and device, caused or contributed to the observed fiber damage and reported event. The instructions for use caution against bending the fiber at sharp angles in order to avoid damage to the fiber. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed there was a break in the fiber body between the control knob and the fiber tip. There were no defects with the fiber tip. The connector cone, segments, and tabs appear in good condition and are secured. The control knob is attached and aligned with the fiber and can rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU state: do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Caution: do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Investigation conclusion: based on the information available, a probable cause of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that upon start-up of the fiber during a photoselective vaporization of the prostate (pvp) procedure, green light was observed to be coming out of the fiber, at approximately 50 cm from the fiber connector. It was noted that there was no shock or twisting of the fiber, and the fiber tip was not cleaned during the procedure. The fiber was not used and a second fiber was utilized to complete the procedure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.